Manufacturer narrative:
Approximate age of device- 1 year, 4 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient experienced a pump off, driveline disconnect, low flow on (B)(6) 2019 as well as 'replace backup battery' alarms between (B)(6) 2019 based on upon the interrogation of the device. The patient did not inform the clinical team and stated that the backup battery alarm resolved after performing the self test. The patient denied disconnect driveline and denies knowledge of pump off alarm. The cause of the disconnection was not identified. The patient was not given treatment for this. The manufacturer's technical service representative reviewed the log file and observed ebb faults due to the ebb failing the load test. A true driveline disconnect was also observed on (B)(6) 2019 at 10:39:58.

Manufacturer narrative:
Manufacturer's investigation conclusion: although the evaluation of the submitted log files confirmed the report of a driveline disconnect and pump off alarm, a specific cause for the event could not be conclusively determined through this evaluation. The controller event log file contains data from 14may2019 through 27may2019. The driveline was disconnected on (B)(6) 2019 at 10:39:58 am, and the pump speed promptly decreased to 0 rpm. Driveline disconnect, lvad off, and low flow alarms were observed during this event. The driveline was reconnected at 10:40:20am and the pump appeared to have ramped up to the set speed without issue following the event. The pump returned to the set speed at 10:40:29am. Outside of the driveline disconnect event, the pump appeared to have functioned as intended at the set speed throughout the duration of the log file. The hm3 IFU warns that if the driveline disconnects from the system controller, the pump stops. If the driveline disconnects from the system controller, promptly reconnect it to resume pump operation. The hm3 IFU and patient handbook both contain an alarms and troubleshooting section which describes all alarm conditions, as well as the appropriate actions to resolve each alarm. The hm3 patient handbook also provides a section on handling emergencies. No further information was provided. The manufacturer is closing the file on this event.